Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer reported that they received erroneous results for two samples from the same patient tested for free triiodothyronine (ft3) and free thyroxine (ft4). This medwatch will cover ft4. Refer to the medwatch with patient identifier (B)(6) for information referring to ft3. The first sample initially resulted as 4.62 pg/ml for ft3 and 1.71 ng/dl for ft4 when tested on an e602 analyzer. The sample was repeated on an architect i2000 analyzer, resulting as 3.31 pg/ml for ft3 and 1.17 ng/dl for ft4. It was asked, but it is not known if erroneous results were reported outside of the laboratory for this sample. The second sample was collected from the patient on (B)(6) 2016 and tested on the e602 analyzer, resulting as 6.74 pg/ml for ft3 and 2.43 ng/dl for ft4. The results from the e602 analyzer were reported outside of the laboratory. The sample was repeated on an architect i2000 analyzer, resulting as 4.86 pg/ml for ft3 and 1.54 ng/dl for ft4. The patient was not adversely affected. The e602 analyzer serial number was (B)(4).

Manufacturer narrative:
During investigations, the sample from (B)(6) 2016 was tested on a modular-pe system, where it resulted as 6.28 pg/ml for ft3, 2.23 ng/dl for ft4, and 1.51 uiu/ml for tsh. This same sample was also tested on an e411 analyzer, where it resulted as 6.05 pg/ml for ft3, 2.19 ng/dl for ft4, and 1.45 uiu/ml for tsh. A specific root cause could not be determined as there was no sample remaining for further investigations. A general reagent issue is not likely. Given the different setups of all assays, the antibodies used and the variances in reference methods, differences in values may occur when comparing assays from different vendors. It also should be taken into account that the values of all thyroid parameters vary in function of age, gender, and other population characteristics.